Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient presented for routine device change out procedure. The right ventricular (rv) lead had a history of noise and had been reprogrammed previously. During pre-procedure device interrogation, it was noted the right ventricular lead exhibited high pacing threshold and ongoing oversensing of noise. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable prior, during and post procedure.", rather than "it was reported that the patient presented for a generator change procedure due to elective replacement indicator (eri) status. During pre-procedure device interrogation, the right ventricular (rv) lead was found to have exhibited noise oversensing and a high pacing threshold. Programming changes were made, and the rv lead was capped and replaced on (B)(6) 2025. The patient remained stable throughout the procedure."

Event description:
It was reported that the patient presented for routine device change out procedure. The right ventricular (rv) lead had a history of noise and had been reprogrammed previously. During pre-procedure device interrogation, it was noted the right ventricular lead exhibited high pacing threshold and ongoing oversensing of noise. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable prior, during and post procedure.

Event description:
It was reported that the patient presented for a generator change procedure due to elective replacement indicator (eri) status. During pre-procedure device interrogation, the right ventricular (rv) lead was found to have exhibited noise oversensing and a high pacing threshold. Programming changes were made, and the rv lead was capped and replaced on (B)(6) 2025. The patient remained stable throughout the procedure.